Manufacturer narrative:
(B)(4)

Event description:
During a pulmonary vein isolation (pvi) procedure, a cardiac tamponade occurred. During ablation on the posterior wall of the left atrium, the patient became hypotensive. An echocardiogram revealed a cardiac tamponade, for which the patient was transferred to surgery for the repair of a perforation near the ostium of the left inferior pulmonary vein. The patient was then stable and has since been discharged from the hospital. The physician believed the patient's weak anatomy may have contributed to the event. In addition, the patient had a previous cardiac tamponade during a pvi occur at a different facility for which no further information was available. There were no performance issues with any sjm device during the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.